Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose motor support disk. Unable to test for the prime anomaly due to the motor error alarm. The insulin pump also had a cracked case on the liquid crystal display window corners.

Event description:
It was reported that insulin squirted out during the manual prime. Nothing further was reported.